Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the two devices was difficult/impossible to open. They used another like device to complete the procedure.